Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. Three days after the event onset, the patient was hospitalized for the event. The following day, the patient was transferred to another hospital. It was unknown if the patient received treatment for the peritonitis. The patient was scheduled to be discharged one day after receipt of this report. On an unreported date the same month as event onset, pd therapy was discontinued and the patient was switched to hemodialysis due to another indication. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.